Event description:
It was reported that during a device procedure, the physician encountered poor electrical parameters and a negative current of injury (coi) with the right ventricular (rv) lead. After unscrewing the helix to reposition, the mechanism failed to extend. Following multiple unsuccessful attempts to deploy the helix, the doctor elected to replace it with a new rv lead. The patient was in stable condition with no adverse events.